Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent an open hartman procedure. Within forty-eight hours after surgery, the staple line at the colonic anastomotic site was opened. The patient underwent a reoperation and the stoma was formed again. This resulted in tissue loss and damage. The incision was extended by more than one inch. Due to the issue, the hospitalization time was extended by more than seven days. The patient is still in the hospital. The patient status is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.